Manufacturer narrative:
Product analysis: it was determined at analysis that the stylus tip position on the touch screen needed calibration. The upper and lower case handles were broken, handle update was required (hardware), paper drawer was nearly empty, errors were found in the software history, log files could not be retrieved because of a zip error during the log files retrieving process. Software reconfiguration was performed to eliminate possible software issues. Upper and lower case were replaced, software was re-installed and updated to the newest version, touchscreen connector was cleaned and re-seated / touchscreen parameters were reset. Touchscreen was calibrated according to procedure. Hardware was updated according to procedure, paper was added, and the device was cleaned. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for a complete overhaul and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.